Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. It was noted that one of the returned instruments had a large nick in the knife blade. It appears possible that an attempt may have been made to fire the instrument across a hard object, such as a clip, and this may have contributed to the reported incident. Both instruments were fired with the returned cartridges and both fired and formed the remaining staples as designed with no difficulties noted. There were no anomalies noted with the firing knob activation of firing during the firing sequence. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
The device was used during a lobectomy procedure. It was reported by the rep two of the new tlc75 couldn't be fired, because the firing knob wasn't activated. Doctor used another tlc75 to complete the operation. There was no consequence to the pt.